Event description:
During an in-service performed at the facility by an olympus endoscopy support specialist (ess), the ess noted that the device was not taken apart during reprocessing. The reprocessing of the device requires the device to be taken apart as stated in the instructions for use (IFU). There is no harm reported to any patient. Ess educated the customer on the correct reprocessing of the device and supplied the customer with the reprocessing wall chart and the IFU for the device.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device history records could not be reviewed as no lot number was provided. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. The event is reprocessing steps performance during in-service and not malfunction of the device nor any fault with the device design. The cause of the event is likely that the user facility had misunderstanding of device handling and reprocessing as recommended by olympus or the facility staff was seemingly insufficiently trained in device handling and/or reprocessing in accordance with IFU. The instructions for use (IFU) for the device warns about insufficient reprocessing as follows: ·the medical literature reports incidents of patient cross contamination resulting from improper cleaning and disinfection or sterilization. It is strongly recommended that reprocessing personnel have a thorough understanding of and follow all national and local hospital guidelines and policies. ·failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. IFU also instruct disassembling as follows: 7.3 disassembling the forceps/irrigation plug although root cause was not specified, we presume that the user facility had misunderstanding of device/item handling and reprocessing which were recommended by olympus. Be sure to disassemble the forceps/irrigation plug before it is cleaned, disinfected or sterilized. Otherwise, the forceps/irrigation plug may not be properly cleaned/disinfected/sterilized.